Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient?s catheter was removed. The patient was treated with cefazolin 1g and fortum 1g (frequencies not reported) for the event. The patient was still hospitalized and had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a supplemental report will be submitted.